Event description:
No additional information.

Manufacturer narrative:
Investigation results: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a root cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard winged hub cracked. The following information was provided by the initial reporter: we inform you that an incident has occurred with the following medical device: users have informed us that the plastic guide (covering the canula) cracked in two when the vein was pricked, despite prior testing. Number of patients or persons concerned 1. Number of devices involved 4. Clinical consequences and current status of the patient or person involved patients pricked several times.